Event description:
Cadd solis pumps - issue with "air-in-line" detector alarm going off when IV infusion bags are used for large volume continuous IV infusions (such as the chemotherapy regimen "epoch"). The manufacturer, smith's medical, noted this as a problem and recommended that we inactivate the alarm, however we conducted a risk assessment and determined that it would not be safe to turn that alarm off because these pumps are used for ambulatory patients who are connected to the IV and go home with it infusing. This does not happen when we use the cassettes manufactured specifically for the cadd pumps. The company acknowledges this problem and have since manufactured an "improved" version called cadd solis vip. Reporter's recommendations: attachment of an anti-siphon valve. This is based on a recent publication addressing the problem with drugs such as those contained in the epoch regimen - clin journal oneal nursing. 2019;23(2):209-211. This anti-siphon valve works to pressurize the infusion and minimize air bubbles. Although we just started this practice and cannot conclude our success yet, this particular publication reported a 92% decrease in these alarms after implementation. Ismp is a federally certified patient safety organization and an FDA medwatch partner. (B)(6).